Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services for high blood glucose on (B)(6) 2021. Blood glucose reading was 500 mg/dl. The customer stated they forgot to bolus after dinner. The customer was treated with insulin shot at the hospital. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.